Event description:
It was reported during a routine device change out this right ventricular (rv) lead shock impedance was out-of-range greater than 200 ohms on the newly implanted cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) was consulted, and troubleshooting was performed and the behavior is suspected to be isolated to the ra coil and not the rv coil. Ts recommended a defibrillation threshold (dft) test in this new vector. At this time, the lead and device remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.